Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This is an ancillary service event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. An internal/external inspection was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed volumetric accuracy testing associated with rite functional testing. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The cause of the reported issue was due to the deteriorated door piston foam. The device was sent for servicing. The door piston foam was replaced to resolve the reported problem. There is a CAPA open to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.